Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. As a result, the reported event could not be confirmed during bench testing. A review of the batteries' internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the batteries will not charge until the voltage decreases below the threshold. However, the batteries were received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. Based on the available information, a possible root cause can be attributed to the batteries remaining on the battery charger for longer than 8 hours, possibly due to an overvoltage fault detected by the analog front end (afe) integrated circuit. Other devices involved in this event: heartware ventricular assist system ¿ battery. Model 1650, serial number: (B)(4), expiration date: 2018-01-31. UDI (B)(4). Return date: 2018-01-12. Mfg date: 2017-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient connects the batteries to the battery charger the status light blinks red. The patient tried charging the batteries in another charging port on the charger and the status light remained blinking red. The batteries were replaced. The batteries were returned and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.